Manufacturer narrative:
(D10) concomitant devices: 300-60-01 - stemless humeral comp laser cage, size 1: (B)(6). 310-62-41 - stemless humeral head 41mm x 13mm x alpha: (B)(6). 314-23-02 - laser cage glenoid small, alpha: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced dislocation with 4 instances of shoulder instability. As a result, approximately 1 month after initial replacement, the patient was instructed to follow-up with the clinic. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: a, b, c, d, e. The reason for the reported revision due to instability in cannot be conclusively determined; however, it may be due to soft tissue imbalance, rotator cuff failure, patient anatomy, implant positioning, and/or implant selection. Instability is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.